Event description:
Complainant alleged that the first responders were monitoring a pulseless non-breathing pt, and who was presenting a heart rhythm that only exhibited "p" waves. The device was in acls mode when it recommended shock and began to charge in preparation of shocking the pt. The medics intercepted the device's charge cycle and did not shock the pt. The medics then arrived upon the scene and switched the device to manual mode and continued treatment of the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as "the pt was in the end stages of a serious illness."